Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported by the consumer that two years post implant a realize adjustable gastric band she experienced abdominal pain and was seen by her physician. A CT scan was performed and confirmed the tubing had disconnected from the port. The port was replaced on (B)(6), 2011. Since the port replacement procedure, the pain has subsided and she is doing fine. The new port was placed in the mid left side of abdomen which is the same site as the original port. Patient to schedule for post op follow up on (B)(6)-2011. Device location unknown.